Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not able to charge the system and the patient received a communication error. The patient's system no longer provides stimulation. Surgical intervention is planned to address the issue.

Event description:
The patient's ipg was explanted and replaced with a different model ipg. The patient's therapy has been restored and the issue is resolved.